Manufacturer narrative:
Microsulis medical have seen two distinct types of incident, namely short circuit-induced tip fractures, characterized by approximately two thirds of the tip remaining in the target tissue and one third attached to the applicator. (Failure percentage is (B)(4)). Mechanically-induced tip detachment, characterized by the complete tip becoming detached from the applicator. (Failure percentage is (B)(4)). The first type is the occurrence at the churchill hospital, oxford, UK. Corrective actions for both types of failure have been implemented as follows: during our investigation it has become apparent that the existing tip design did not always effectively isolate the two conductors of the coaxial cable. The isolation of the conductors was controlled by the manufacturing process and as a result was subjected to manufacturing variation. Therefore in conjunction with the tip component manufacturer we have (B)(4).

Event description:
Patient was being treated for 3 tumors in the lung. The first tumor was ablated at 180 watts for 2 minutes 30 seconds, the second tumor was ablated at 1800 watts for 3 minutes 30 seconds. The applicator was re-positioned to third tumor and upon starting the ablation a high reflective power occurred. The applicator was removed and the tip was missing. The ceramic tip was confirmed to have remained in situ on the periphery of the tumor by CT scan.